Event description:
The hcp reported that two days after refill on 1/2006, the patient began to experience symptoms of baclofen withdrawal. No specific symptoms were reported. Indium was injected into the reservoir. CT scan 2 days later revealed that the indium was still in the pump. The pump ws replaced in 2006. While in the operating room, the pump was emptied of 14 ccs; the expected volume was 14.6 ccs. A decision was made to replace the pump as well as the pump connector. Fluid was noted in the pump pocket; no obvious leaks were noted and cerebrospinal fluid backflow was good.

Manufacturer narrative:
Final device analysis reveals no anomaly found - normal device function.